Manufacturer narrative:
Continuation of d10: product ID: 977a290; serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2021; product type: lead; product ID: 977a290; serial# (B)(6); implanted: (B)(6) 2014; product type: lead. H10: the lead with serial number (B)(6) remains implanted and was not removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the patient has charged their device without issue on multiple occasions since this issue was first reported. The battery not holding a charge has been resolved. The cause of the 4 electrodes not being in the epidural space was unknown. The patient had surgery to remove the lead that was partially out of the epidural space. The patient also upgraded to the new rechargeable battery. The lead was explanted on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the battery not holding a charge was not determined. The patient is using the therapy and charging is going okay. He feels that he charges more often than he had to in the past. The plan is to upgrade the patient's battery, however, the date is not knot set. The cause of the 4 electrodes not being in the epidural space was not determined. No actions have been taken to resolve the 4 electrodes not being in the epidural space. The surgical plan to resolve this issue is not yet known as it hasn't been scheduled. The health care professional has no further information regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 11-aug-2018, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 13-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that coverage was less adequate for neck and shoulder pain on patient¿s left side. One of the octad leads had 4 electrodes that weren't in the epidural space. Implant was done in another state so implant image was not available. Patient also reported that the ins was not holding a charge as well as it used to. The patient was reprogrammed to better capture pain relief. The patient also was set up for a revision/replacement. The issue was not resolved at the time of report.